Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion being treated was moderately tortuous and severely calcified located in the proximal left anterior descending (lad). Predilation was performed and the stent was advanced. The physician could not cross the lesion with a 3.0x12mm taxus liberte stent. The device was removed outside the patient and the physician noted the strut lifted up. The procedure was successfully completed with another of the same device. No patient injuries or complications were noted. Patient condition listed as "good."

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte (mr) stent delivery system (sds). Contrast and blood were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end. It was determined that the stent was damaged and stretched on the first two distal rows of struts and extending back at 45 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion being treated was moderately tortuous and severely calcified located in the proximal left anterior descending (lad). Predilation was performed and the stent was advanced. The physician could not cross the lesion with a 3.0x12mm taxus liberte stent. The device was removed outside the patient and the physician noted the strut lifted up. The procedure was successfully completed with another of the same device. No patient injuries or complications were noted. Patient condition listed as "good."

Manufacturer narrative:
(B)(4)